Event description:
The customer stated that her glucose readings were low and had a decimal point. It was verified the meter was set in mmol/l. This was explained to the customer. She did not allege any adverse events due to the readings. She was able to reset the meter to mg/dl, and no product will be returned.